Event description:
The patient's mother reported the patient developed a skin irritation while wearing the pod on the leg for between 5 and 24 hours. The site appeared swollen and red. The patient's blood glucose levels rose to 270 mg/dl. The patient was prescribed a spray for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.